Manufacturer narrative:
Correction: section h7 - in earlier report, "other" should not have been selected. In "other remedial action", "correction" should not have been entered. Correction: section h9: in earlier report, this field should have been blank. Correction h10: in earlier report, the following should not have been entered: "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017." The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent a non-related surgical procedure wherein it is unknown if the ipg was placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. In turn, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.